Event description:
The customer called in about some error messages on the contour meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer had been medicating based on the mmol/l results, but did not allege any adverse events. The meter and strips are to be returned for evaluation. A replacement meter, and strips will be sent.